Event description:
During a ventricular tachycardia procedure, a leak was noted from the hemostasis valve following a transseptal puncture. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. However, microscopic inspection revealed a tear on the visible surface of the proximal seal, consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause of the reported leak remains unknown as the event could not be confirmed. The cause of the tear is consistent with damage during use.